Event description:
It was reported that the patient experienced recurrent hypoglycemic events, stating that the device was causing blood glucose levels to decrease. The patient reported removing the device when blood glucose reached approximately 66 mg/dl and described a prior episode in which blood glucose dropped to approximately 40 mg/dl and was treated with a glucose tablet. The patient reported continued fluctuations with blood glucose decreasing again the following day and treated the low levels with sugared iced tea and ginger ale. Blood glucose levels were monitored during the call until stabilization was reported at approximately 96 mg/dl, at which time the patient reconnected to the device. Blood glucose levels were affected over an extended period, and no ketone testing, steroid injections, professional medical intervention, or additional assistance were reported. The patient experienced excessive sweating and blurry vision during the hypoglycemic episodes. Support was provided to assist with mobile application registration, device data synchronization, a firmware update, and education on the device pause feature. Additional training was arranged due to fluctuating blood glucose levels. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.